Event description:
The customer reported that the device failed to discharge a third time. There was no harm to the involved patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.